Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found adhesive on the scope mount and on the free lock lever. Based on the results of the investigation, it is likely the following let to the malfunction: the optical axis was misaligned, resulting in the screen not being displayed properly. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image was cut off at the top. There were no reports of patient harm.